Event description:
It was further reported that the device was a 3.0x32mm veriflex bare metal stent, not a 3.0x32mm taxus liberte' drug eluting stent as previously reported. The lesion was predilated with a 2.5x15mm non bsc balloon. The procedure was completed with another veriflex bare metal stent.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a calcified and severely tortuous left circumflex artery. The lesion was predilated with an unspecified balloon. A 3.0x32mm taxus liberte' drug eluting stent was advanced through the guide catheter, but resistance was felt. The device was removed from the patient and distal stent damage was noted. The procedure was completed with another taxus liberte' stent. No patient injuries or complications occurred. Patient status is listed as "good."

Manufacturer narrative:
(B)(4) - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(6). Describe event or problem - additional information and correction of device from 3.0x32mm taxus liberte' drug eluting stent to a 3.0x32mm veriflex bare metal stent. Brand name - corrected from "taxus liberte' paxlitaxel-eluting coronary stent system" to "veriflex (liberte) coronary stent delivery system". Common device name - corrected from "coronary drug-eluting stent" to "stent, coronary". (B)(4). (B)(4). Catalog/model# - corrected from 38936-3230 to 38934-3230. Device lot number - corrected from 12883849 to unknown. Additional information: (B)(6) 2010 2.5x15mm tazuna balloon, heartrail guide catheter, 0.014 inch runthrough guidewire. PMA# or 510k# - corrected from p060008 to p040016. Device evaluated by manufacturer - additional information: as a unit has not been returned, a technical analysis cannot be performed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).